Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness while the cgm was reading 8.0 mmol/l and the blood glucose reading was 2.0 mmol/l. The patient´s father treated the patient with apple juice and the patient recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.